Event description:
The core impaction drill was sent for eval due to overheating during a procedure, which was completed with the same device, without delay, and no adverse consequences were reported.

Manufacturer narrative:
The device will not be returned. Therefore, no conclusions can be drawn.